Event description:
A customer contacted beckman coulter regarding an erroneously high accu tni result that was generated by the synchron lx I 725 instrument. The accu tni result was 7.47ng/ml. The results was reported out of the lab. On the next day, the customer retested the patient original sample for accu tni. The repeated accu tni result was 0.00ng/ml. A corrected report has been issued. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.